Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an impedance out of range warning for low pacing impedance. A check on the lead trend indicates that the lead impedance has been low and stable. The lead remains in use. No patient complications have been reported as a result of this event.